Manufacturer narrative:
Device evaluated by MFR.: the opticross device was returned for analysis and the guidewire received was stuck in the device and was removed in order to analyze the device. The guidewire exit port was torn from the guidewire exit port to the tip assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and due to the torn the guidewire comes out of the monorail. No other visual damages were encountered upon visual inspection. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that guidewire entanglement occurred. An opticross catheter was selected for use to view the target lesion. During the process of removing the device, there was much resistance. It was noticed that the interventional .014 wire was tangled around the device. The physician removed the device along with the wire. The device and wire were completely removed. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that guidewire entanglement occurred. An opticross catheter was selected for use to view the target lesion. During the process of removing the device, there was much resistance. It was noticed that the interventional .014 wire was tangled around the device. The physician removed the device along with the wire. The device and wire were completely removed. The procedure was completed with this device. No patient complications were reported.